Event description:
Customer reported that in 2008, she received a "hi" message on the display of her freestyle freedom blood glucose meter and subsequently adjusted her insulin based upon the "hi" reading. The next day while at church she experienced hypoglycemic symptoms resulting in a loss of consciousness. Customer self-treated with liquid glucose and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.